Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the prograsp forceps instrument for failure analysis. Therefore the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted total benign hysterectomy procedure, it was alleged a pin from the prograsp forceps instrument fell inside the patient and was retrieved. There was no report of patient harm, adverse outcome or injury. However, it is unknown what caused the pin of the prograsp forceps to fall inside the patient.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy procedure, a pin from the prograsp forceps instrument fell inside the patient. The pin was almost lost under the bowel but was able to be retrieved from the patient during the same surgical procedure. The surgeon opened a new prograsp forceps instrument and compared it to the defective one to ensure there were no other missing pieces. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) contacted the site and spoke to the isi clinical sales representative (csr) who provided the following additional information: the customer used a laparoscopic davis & geck grasper to retrieve the broken pin through an 8 mm ethicon assist port. The pin will not returned back to isi.